Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. B)(4).

Manufacturer narrative:
(B)(4). Initial MDR mailed on march 17, 2015. The customer reported that while positioning the patient support in the inward direction, to begin a patient procedure utilizing the gantry control panel, when they released the in button, the patient support continued to move inward another twelve to eighteen inches before stopping. Philips service confirmed there was no harm to a patient, operator, or bystander due to this issue. The patient was removed from this CT system and the procedure was performed on a different CT system. There was no rescan. Philips service determined that the patient support failing to stop when the in button was released was the result of a stuck button on the gantry control panel. A philips field service engineer (fse) attended the site and evaluated the system. The fse determined that the patient support failing to stop when the in button was released was the result of a stuck button on the gantry control panel. The fse replaced the right hand (rh) rear gantry control panel to resolve the issue. The failed gantry control panel was scrapped and was not available for evaluation by CT engineering. The fse did not provide a bugrep for further analysis. . As the failed parts and bugrep were not available for further analysis, CT engineering was unable to determine the cause of this malfunction. The fse replaced the rh rear gantry control panel to resolve the issue. CT engineering determined this event to be of acceptable risk. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. The following mitigations for this issue include: · all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. · the system performs a test for stuck buttons during initialization. · a collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. · motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. · resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. · instructions in the instructions for use to observe the patient during all movements of the patient support. · table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. · operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. · there has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.

Event description:
The customer reported that during the quality assurance (qa) procedure, the patient support system did not move. The philips field service engineer (fse) confirmed that there was no patient involved when this issue occured. There was no harm to a patient, operator and bystander. The fse reviewed the logfiles and determined there was a stuck button error. The fse replaced the right rear gantry control panel on the CT system to resolve the issue.

Event description:
The customer reported that during the quality assurance (qa) procedure. The pt support system did not move. The philips field service engineer (fse) confirmed that there was no pt involved when this issue occurred. There was no harm to a pt, operator and bystander. The fse reviewed the logfiles and determined there was a stuck button error. The fse replaced the right rear gantry control panel on the CT system to resolve the issue.